Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm tenaculum forceps instrument counter was switched to 0. The instrument's indicator remains on white, not colored red. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed the procedure with 8mm tenaculum forceps went well and no harm to the patient was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm tenaculum forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken main tube at the distal tip. A piece measuring proximately 11.18mm x 5.70mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. Additional observations reported by site: the instrument was found to have the life indicator with a failure to rotate. The housing was removed and found the life indicator did not rotate when the instrument expired and as a result the red tab was not visible on the outside of the instrument. A review of the instrument¿s usage history was performed, and it was confirmed that the all the instrument¿s lives were used.